Event description:
According to the reporter: when knotting the suture, it detached from the needle during the anastomosis. This happened with 3 sutures. In one of them the needle fell into the patient's cavity which was removed using the camera and forceps but no incision was needed. There was approximately a 30 minutes delay.

Manufacturer narrative:
(B)(4).